Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. The unit was unable to perform all functional testing including the operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests due to the blank display. The insulin pump was received with a moisture damaged motor, vibrator, keypad, and battery tube assembly. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he fell into the river while wearing his insulin pump. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed fluid under the screen. There were no cracks or other issues with the device. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.